Event description:
The consumer reported using the product for thirty minutes on her lower back. When the patch was removed, the consumer described red blisters in the area worn resulting in two itchy sores. The consumer also reported wearing another patch at the same time on her right cheek for one and a half hours. When that patch was removed, the consumer described blisters and a burn in the area worn resulting in dark blotchy scabs. The consumer did not seek medical attention at the time of the incident and treated the areas with triple antibiotic ointment and bandages.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that the use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.